Event description:
It was reported that although the external pulse generator was set to pace at 80 beats per minute, it was pacing at 160 beats per minute. The generator was changed out, and returned for service. It was indicated that there were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board found out of electrical specification. Upper case is broken.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.